Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device chuck seized, the kirschner wire could not be inserted, the device made unexpected noise and had component damage. It was further determined that the device failed pretest for check the drill chuck, check function of tool coupling, check the cannulation and check of noticeable noise and performance. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.